Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device and lead are part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary for (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device and lead are part of the advisory for this model. Evaluation summary for (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) the full lead in segments was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the device reached recommended replacement time (rrt) in less than five years. The device was removed and replaced by a new device. During attempted implant, the helix of the right ventricular lead did not re-extend after multiple repositioning attempts and the lead was intentionally cut in order to get a new sheath into the vein. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.